Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient indicated that they were not getting effective therapy. The patient reported that the implanted neurostimulator is charged to 7% but they can hardly walk, can hardly speak, and they were twitching. The patient reported that they were shivering badly like when they were sick three years ago. During the call the patient said that their brain was not working right now. The patient stated that they feel like before they had the deep brain stimulation surgery. The patient reported that they checked the device two weeks ago with the patient programmer. Agent reviewed how to use the patient programmer to check the ins. The patient indicated that the programmer was taking them through the pairing process to connect the communicator, the patient had to enter the serial number of the communicator before they could start a session. When they connected to the implant the patient reported that the application showed that therapy was off. The patient turned the stimulation on. The patient indicated that they did not know how the stimulation was turned off. Agent recommended the patient contact the managing provider if the symptoms did not improve.